Event description:
It was reported that the insulin pump had an error alarm several times during the prime process. It was stated that the piston continued moving forward after the reservoir contacted and insulin squirted out. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk.